Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photo depicting the packaging was returned for evaluation. A visual evaluation was performed on the photograph, and it was noted that the photograph depicts only the packaging which confirms the lot number. Unfortunately, a proper investigation could not be performed without a physical sample. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during a demonstration with a customer and, during use on a patient, it was highlighted an alarm "upstream occlusion" because the drug did not flow down the secondary line towards the drip chamber and in the attempt by the operator to get the chemotherapy down, the operator rotated the therapy bag and the infusion disconnected resulting in a chemotherapy drug loss on the patient, on the pump and operator arm. No injury reported.